Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: creases were observed on the surface of the shell. Wear abrasion observed. Stress marks observed.

Event description:
Patient reported left side "rupture." Device has been explanted.